Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 16 mmol/l. The neonate's blood glucose was reportedly retested on a laboratory instrument with a result of 8.6 mmol/l. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the surgeon reported that during a surgery the active blade was broken. The blade tip didn't fall into the patient. No further consequences for the patient. No more information received. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The event occurred in another country.